Manufacturer narrative:
A product investigation is in progress.

Event description:
String falling apart [device breakage]. Strings are not braided [device physical property issue]. Case narrative: consumer reported via phone that tampon strings aren't braided and the strings are falling apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String falling apart [device breakage]. Strings are not braided [device physical property issue]. Case narrative: consumer reported via phone that tampon strings aren't braided, and the strings are falling apart. No injury reported.